Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative performed an onsite investigation. The image process controller needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.